Manufacturer narrative:
Event 3: this report has been identified as b. Braun medical internal report number (B)(4). Seven (7) used samples, without packaging were returned in conjunction with this complaint. The valves were decontaminated and visual evaluation of them showed cracks on the female luer lock shaft. The returned valves were decontaminated and tested per specification for leakage. Beginning at 0psi and gradually increasing the water pressure, there was leakage observed along the female luer, where cracking was noted. The reported defect was confirmed on all seven returned samples. Previous investigations found that the most likely root cause is the device's exposure to an aggressive chemical. While we are unable to confirm the specific nature of the reported incident, we will maintain this report for future reference, and continue to monitor other reports for similar occurrences. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. If any additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3: product is cracking causing chemo agent to leak when in use with the following three chemo drugs. Taxol, toposide and bendamustine. No injury reported.